Manufacturer narrative:
H4: device manufacture date: the lot was manufactured from may 9, 2022, to may 10, 2022. H10: three units were reported but only one unit was received for evaluation. The unit contained 103 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rates were within the product specification range. The reported condition was not verified. The unit was determined to be a conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) large volume folfusors did not empty at the scheduled time. Despite the decrease in the filling volume, there was still 3/4 of the product in the device. This was discovered during patient infusion. The devices were filled with tazocilline and sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.